Manufacturer narrative:
We are in the process of investigating this event. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the physician attempted to do an ablation with an ultracinch lp device. The device was prepped according to the IFU and passed around the left atrium without difficulty. Approximately 3 minutes into the ablation, an error message on the acs indicating damaged disposable - cell 10 out of range was displayed. The sjm rep attempted to disconnect and reconnect the cable which did not resolve the problem. The ablation was continued without cell 10. The surgeon then attempted to ablate with the wand and heard popping. About one minute into the ablation the surgeon noted steam and heated saline flowing from the wand, at which point he elected to pause the ablation, after about 2 minutes and after confirming that the cells were free of air, he proceeded to perform an additional 30 second ablation. The physician told the sjm rep he felt the wand was dangerous and that one needs to be careful when using it.